Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a heartlogic alert indicating that the heart failure index had crossed above the programmed alert threshold. Device review also identified frequent stored atrial tachy response (atr) episodes, which demonstrated inappropriate mode switching due to intermittent far field r wave oversensing (ffrwos). It was noted that all stored episodes prior to the most recent device check demonstrated this behavior. Battery status was reported as acceptable. This crt-d remains in service. No adverse patient effects were reported.